Manufacturer narrative:
Correction is being made to submitted "b4 - date of this report" for the initial, which was not late. The correct date was 04/05/2024. The report was submitted on apr 5, 2024, at 13:30:32 edt to FDA esg and then did not progress. There were no failures or acknowledgements received. The it team was notified same day. An FDA esg ticket (B)(4) was raised with a reply on apr 10, 2024, from FDA esg team stating "please resend these submissions. There was an issue on the gateway when these were sent so they were not processed." The file was resubmitted without any changes and subsequently passed, receiving all three acknowledgements.

Event description:
It was reported that during reprocessing, the subject device was found with wires exposed from the cord. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction of legal manufacturer's final investigation results submitted previously and clarification to b5 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection and the reported failure of "it's on the cord itself there is a place where the wire is showing" was not confirmed. As a result, the investigation could not determine the cause of the failure. Olympus will continue to monitor field performance for this device. This report will be supplemented if additional information becomes available at a later date.

Event description:
It was reported that during reprocessing, the subject device was found with wires exposed from the cord. There was no patient involvement.

Manufacturer narrative:
The device was not returned to olympus for evaluation and therefore the customer's allegation was not confirmed. A device history review revealed findings/no issues that could have caused or contributed to the reported issue. The most probable cause of the complaint could not be established because the device was not returned. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited the wires were exposed from the cord. There was no patient involvement.